Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13/lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tube threads.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they were unable to retrieve the display with several battery changes. Troubleshooting found a crack on the corner of the insulin pump's screen. Customer's blood glucose was 139 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.